Event description:
The patient had undergone radiofrequency ablation earlier in the day in the cardiac cath lab. The patient had been transferred to the floor after the ablation, in stable condition, with some oozing from the femoral sites (3 femoral venous sheaths). When the rn was pulling one of the three femoral sheaths, it broke. The patient went to the or for venotomy and successful retrieval of the broken sheath remnant. The patient was taken to recovery room in satisfactory condition after this procedure and was discharged home later that same day in stable condition.